Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative on behalf of site reported that during cranial resection procedure both monitors of the navigation system displayed a black screen. The reported issue occurred at the end of the procedure. The procedure was completed with the use of navigation. There was no reported delay to the procedure. No impact on patient outcome.